Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulty could not be determined. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, tensioning angle not coaxial, pushing more than tensioning the rail limb. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venous closure of a mildly calcified common femoral vein using the pre-close technique via a 7f sheath hole prior to a leadless pacemaker procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to 21f, and the pacemaker procedure was completed. Reportedly, after implantation, when tension was applied to the first prostyle suture, it broke. The second preplaced suture was used with the same result. A z-stitch was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.